Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Meter information obtained from a previous customer call for a complaint that was resolved at the time of the call. Previous ran # (B)(4) test strip (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call.

Event description:
Contact made with customer after receiving an e-mail from distributor regarding pharmacist who reported that customer had returned test strips and meter to pharmacy. Customer had previously reported complaint for e-3 error(reference internal report # (B)(4)). Customer stated that on that initial call, he was able to obtain a results, but since then, he is not able to obtain results from the meter. Customer stated he gets error messages from e1, e3, e4 and e5. Customer stated that on (B)(6) 2018, he had a scheduled appointment with his doctor to follow up on a post-surgical procedure on his gallbladder and a wound. During visit, he expressed concern to the doctor about the meter and that he has not checked his blood sugar in a while. Customer stated that a lab test was performed and the result was over 540mg/dl non-fasting. Customer stated that he had already left the doctor's office when the nurse called him and advised that he go to the hospital because of the results of the lab work. Customer stated he waited an hour after the call before he went to the hospital because he feared going. At the ER, customer's blood glucose result was over 400 mg/dl fasting. He received IV saline and stayed at the hospital for two hours. Two hours later, his blood sugar was 170mg/dl fasting. Customer was released on (B)(6) 2018. At the time of the call on (B)(6) 2018, the customer reported having back pain which he believed may be related to his kidney failing due to not being able to control his blood sugar. Customer declined the need for medical attention at the time of the call.